Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-10-06. Investigation summary: bd received 1 samples and 1 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, 20 retention samples from bd inventory, were evaluated bydraw volume testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes there was a low draw. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: tube does not draw sufficiently. During donation. Another tube filled.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes there was a low draw. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: tube does not draw sufficiently. During donation. Another tube filled.